Event description:
The account generated (B)(4) architect havab igg results with a patient sample that repeated (B)(4). Patient 2 generated architect havab igg reactive ((B)(6)) that repeated negative ((B)(6)). No specific patient information was reported. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6c29, that has a similar product distributed in the u.s., list number 6l27. No consequences or impact to patient.(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete. An evaluation is in progress.